Event description:
The customer reported that a monitor fell on the floor. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell on the floor. No pt harm was reported. The available information is not sufficient to determine if there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.